Event description:
The manufacturer received information alleging an issue with the ventilator's oxygen setting and alarming. The device was not in patient use. The device was returned to a third party service center for evaluation. The oxygen sensor clip of the oxygen blending module board was disconnected and a leak occurred. The oxygen sensor clip was reconnected to address the issue.